Manufacturer narrative:
It was reported that a c series halogen light allegedly disengaged from the suspension. A stryker sales representative went onsite and found that the spring arm and light head were detached from the central axis. The failure happened during a procedure as the light was being moved away from the patient. Investigation was performed and it was found that the light had exceeded its expected lifetime. There was no injury or adverse consequence reported. End of life product.

Event description:
It was reported that the light allegedly disengaged from the suspension. There was no reported injury or adverse consequence.